Manufacturer narrative:
Company comment: the serious events of cellulitis and swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text or product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-jan-2023 by a 67-year-old female patient concerning herself. The medical history of the patient included aspirin allergy. No information about concomitant medications has been provided. The patient had previously received treatment with unspecified medication 25 years ago and botox years ago. On (B)(6) 2021, the patient had received the first dose of pfizer covid-19 vaccine and second dose on (B)(6) 2022. In (B)(6) 2022, the patient had received influenza vaccine. On 06-nov-2022, the patient received treatment with 1 vial of sculptra to the left side of face, cheek bone, and chin (unknown lot number, injection technique and needle type). Three days after treatment, on (B)(6) 2022, the patient had experienced little swelling (implant site swelling) and cellulitis (implant site cellulitis) on face. The patient went to the physician twice who treated the patient with unspecified injection of steroid and oral antibiotics for nine days. Later, the patient went to see the physician for third time, and she was referred to the emergency room. On (B)(6) 2022, the patient went to the emergency room, and she was admitted at the hospital. They had performed MRI of the face and the result was not reported. The patient was treated with unspecified IV antibiotics and injection of steroid. The patient was hospitalized for 4 days. On (B)(6) 2022, the patient was recovered from events. Outcome at the time of the report: swelling was recovered/resolved. Cellulitis was recovered/resolved.